Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient experienced thrombotic stroke post procedure. A redo atrial fibrillation ablation procedure was performed on (B)(6) 2026 using a farawave catheter. The patient developed a migraine headache and acute vision changes immediately post procedure. The patient reported these changes to the nurse who thought that patient left eye blurred vision was simply visual aura from migraine. Thus, patient was discharged home the same day follow procedure. Migraine and partial vision field blurriness persisted. The patient restarted eliquis the morning after procedure. The patient contacted clinic on (B)(6) 2026 to report symptoms. It was recommended to visit the nearest emergency for imaging to rule out stroke. The computed tomography (CT) of head, magnetic resonance imaging (MRI) of brain, and computed tomography angiography (cta) of head and neck were all unremarkable. No acute intracranial abnormalities were noted. An appointment at an eye center (ophthalmologist) was made for further evaluation. Patient was diagnosed with left branch retinal artery occlusion and has residual blurriness in the left lower peripheral visual field. In the physician opinion, a possible embolic event from procedure as symptoms started immediately after procedure.